Event description:
It was reported that the patient planned to have her vns explanted. The patient was involved in an atv accident which reportedly caused the generator to migrate and caused associated pain. The patient elected to have the device explanted in relation to satisfactory control without vns therapy. Further information received showed the patient was also to have an MRI performed in relation to the atv accident and pain, which contributed to the decision to have the device removed. Device explant has not been reported to have occurred to date. Attempts for additional pertinent information have been unsuccessful to date.

Event description:
The explanted lead and generator were reportedly discarded by the explanting hospital. No additional pertinent information has been received to date.

Event description:
Follow up communications were completed with the respective offices of the treating neurologist and surgeon. The patient had her vns system fully explanted on (B)(6) 2016. The surgeon reported that the explant was exclusively for the desire for an MRI. However, the treating neurologist noted the occurrences of the previously reported migration and pain that contributed to the decision to perform surgery. The patient had a recent atv accident that caused pain, swelling, and occasional burning sensations at the generator site. The generator was previously able to be repositioned at will by the patient, but was fixed in place after the accident. The device migrated from its implant location and caused discomfort related to its position. The treating neurologist assessed that the vns was causing discomfort after the atv accident. The surgery was not to preclude a serious injury per the treating physician. Following explant surgery, the patient was reportedly feeling better regarding the reported pain. The device was reported to previously have impedance within normal limits and a full battery. No additional pertinent information has been received to date.